Manufacturer narrative:
Additional information: d4, g1 (additionally, remove reference to dominican republic from h10), h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which identified a hole in the tubing below the check valve. The reported condition was verified. The cause of the hole could not be determined; however, a potential cause could be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was manufactured at one of the following facilities: baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago 30106 costa rica baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing below the check valve of a clearlink system continu-flo solution set which resulted in a leak. The issue was identified during priming with normal saline. There was no patient involvement. No additional information is available.